Manufacturer narrative:
Date of event: unknown. The original date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1077141. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-03-18. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two videos were received by our quality team for evaluation. The first video shows the catheter tubing and bushing assembly moving back and forth in the cannula hub. The second video shows the leakage at the insertion site. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the returned video, the probable root cause for the leakage could be due to a lack of interference fit between the catheter tubing and bushing assembly and the cannula hub. It could be due to the bushing diameter being on the low side of the specification or the cannula hub inner diameter being on the high side of the specification. However, as no samples were returned, further investigation on the sample cannot be performed. A project has been completed via CAPA# 1973891 to address the issue for the molded component, and the molded component batch used for this complaint was produced before the project implementation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd neoflon¿ IV cannula each from lots 1077141 and an unspecified lot leaked at the insertion site during use. The following information was provided by the initial reporter, translated from portuguese to english: "after the puncture, when the serum is injected, the catheter ¿drools¿, as if it were broken at the insertion site." Via bd investigation: "the second video shows the leakage at the insertion site."